Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. Device not yet received.

Event description:
The customer reported that the device, 400-2100, ground pad tds adult end conn. Was being used during a leep procedure on (B)(6) 2023 and ¿there were 2 burn marks on the leg on the patient when the pad was removed. She is healing, the wound was dressed, she has a follow up apt on (B)(6) 2023¿. The procedure was completed with a 5 minute delay and no alternate device was used. After further assessment it was found, there was no prep in office to the site prior to placement of the pad and the site where the pad was placed was dry. The degree of burn is unknown and the patient was bandaged after the procedure due to the burn. This report is being raised on the basis of injury due to unknown degree of burn received by the patient.

Manufacturer narrative:
The device has not been returned for evaluation to date and no photographic evidence was provided therefore the reported event could not be verified. If the device is returned, the investigation may be updated and reanalyzed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: select a well vascularized site in close proximity to the surgical site (anterior arm or thigh is recommended). Avoid placement on bony prominence, skin lesions or folds, tattoos, scars, metal prosthesis or near ECG electrodes and cables. Do not apply where fluid may pool.. Always use largest size pad per the patient weight guidelines which can be properly applied to the site: adult products are for use on patients weighing more than 15 kg. Pediatric pads are for use on patients weighing between 5 and 15 kg. Prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Update: per assessment received on 26apr23, "dr. Was saying she felt it was a second degree burn and the healing is slow." The customer reported that the device, 400-2100, ground pad tds adult end conn. Was being used during a leep procedure on (B)(6) 2023 and ¿there were 2 burn marks on the leg on the patient when the pad was removed. She is healing, the wound was dressed, she has a follow up apt on (B)(6) 2023¿. The procedure was completed with a 5 minute delay and no alternate device was used. After further assessment it was found, there was no prep in office to the site prior to placement of the pad and the site where the pad was placed was dry. The degree of burn is unknown and the patient was bandaged after the procedure due to the burn. This report is being raised on the basis of injury due to 2nd degree burn received by the patient.

Event description:
Update: per assessment received on 26apr23, "dr. Was saying she felt it was a second degree burn and the healing is slow." The customer reported that the device, 400-2100, ground pad tds adult end conn. Was being used during a leep procedure on (B)(6) 2023 and ¿there were 2 burn marks on the leg on the patient when the pad was removed. She is healing, the wound was dressed, she has a follow up apt on 4/11/23¿. The procedure was completed with a 5 minute delay and no alternate device was used. After further assessment it was found, there was no prep in office to the site prior to placement of the pad and the site where the pad was placed was dry. The degree of burn is unknown and the patient was bandaged after the procedure due to the burn. This report is being raised on the basis of injury due to 2nd degree burn received by the patient.

Manufacturer narrative:
Update: received one 400-2100 in unoriginal package. Lot number was not able to be verified. Performed a visual inspection, there was discoloration within the pad and the connecting port was missing. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 13 reports, regarding 13 devices, for this device family and failure mode. During this same time frame 14,146,400 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000001. Per the instructions for use, the user is advised the following: 1. Select a well vascularized site in close proximity to the surgical site (anterior arm or thigh is recommended). Avoid placement on bony prominence, skin lesions or folds, tattoos, scars, metal prosthesis or near ECG electrodes and cables. Do not apply where fluid may pool. 2. Always use largest size pad per the patient weight guidelines which can be properly applied to the site: adult products are for use on patients weighing more than 15 kg. Pediatric pads are for use on patients weighing between 5 and 15 kg. 3. Prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly. We will continue to monitor for trends through the complaint system to assure patient safety.